Event description:
Additional information reported the symptoms were due to a high white blood cell (wbc) count. It was determined the patient had a clostridium difficile (c. Diff ) infection. They were treated and it resolved. It was unrelated to the device. An ultrasound (u/s) of the device noted nothing to be wrong. The patient is doing well and receiving excellent therapy. The patient had lioresal 2000 mcg/ml.

Event description:
It was reported, the patient experienced a change in therapy effect. The patient was admitted to the hospital with symptoms of altered mental status and sleepiness. The patient had experienced the sleepiness over the past week or so. It was indicated the patient may have an infection. There were recent changes to the pump and it is "kind of knocking him out." The pump was delivering baclofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).